Event description:
It was reported that the patient's stimulation was turning on and off. It was also reported that when the stimulation was turned on the patient experienced chest discomfort. The patient's status was reported as good. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
This reports is being submitted following an internal audit.